Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a peripheral angiography of posterior right tibial artery, the catheter tip detached with the patient. The angiography demonstrated the distal part of the patients right anterior tibial artery was occluded. The physician performed a vascular balloon angioplasty to treat the identified vascular lesion. While removing the catheter from the patient, the catheter tip detached within the patient's right posterior tibial artery. The patient was then transferred to surgery for foreign body retrieval without any additional consequences to the patient.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is unknown, however, the condition of the returned device is consistent with some type of chemical or environmental exposure. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.